Event description:
S [situation]: called to bedside during code blue event with ruptured ECMO [extracorporeal membrane oxygenation] circuit, blood on floor and cessation of ECMO flow b [background]: pt on ECMO after cardiac arrest -5 days ago a [assessment]: found patient receiving CPR, blood on floor with nonfunctioning ECMO circuit and pt clamped off of ECMO. Continued CPR until surgical team, perfusion team arrived. Received pals [pediatric advanced life support] oriented resuscitation and blood product administration s [situation] - ruptured ECMO circuit tubing causing separating patient from ECMO and initiating ECMO code [redacted] @ 17:20. B [background]-patient was placed on ECMO on [redacted]-4 days earlier @02:23 prior to the event on [redacted]. No other circuit issues prior to the event. A [assessment] - there was no deviation from standards of practice. After chart review and closing loop with involved staff, findings are as follow: 1- on [redacted], circuit was primed per standards. ECMO circuit's occlusion and raceway was checked and confirmed. 2-standards of our practice is to walk the raceway every 5-7 days. R [recommendation] - ruptured medtronic tubing and the spectrum pump head is going back to vendors for further evaluation and investigation. Submitting medsun report on both tubing and pump head.